Event description:
The customer reported that the saturation fault error displayed during a case. The case was cancelled.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. Saturation fault error message. The customer discussed the possibility of trading the unit.